Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was pulling insulin from an old cartridge and loading it into a new cartridge and using fiasp insulin with the pump. Tandem customer technical support informed the customer to not reuse insulin and that fiasp insulin is off-label per the user guide. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.